Event description:
It was reported that during a procedure, the catheter could not apperceive magnetic signal. The case was completed by changing the catheter without any patient consequence. Upon receiving the product in biosense (B)(4) lab on (B)(6) 2014, it was noticed that ring #3 bent down on the proximal side also peek housing bent and wrinkled in same area. Due to the bent and wrinkled peek housing pu margins are no longer in tacked leaving a sharp gap at the edges of the ring #3, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4) it was reported that during the procedure, the catheter could not apperceive the magnetic signal. The returned device was visually inspected upon receipt and ring #3 was found bent down on the proximal side. Peek housing was bent and wrinkled and due to this condition pu margins were no longer in tacked leaving a sharp gap at the edges of the ring #3. Further information was requested regarding the condition of the catheter; however it has not been available for bwi. The catheter outer diameters were measured and it was found within specifications. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the damage was generated. Therefore per the event reported the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Contact office information: (B)(4).